Event description:
The device was received for service. The event history was reviewed by baxter service technician and failure code 812:00 was found. According to hospital representative, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not avaialable regarding patient status, age of patient, or medication involved.